Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the handle would not ratchet and was stuck on the mesher. When the handle was removed, the shaft was damaged. The handle was unable to perform the up/down motion. There was no patient impact. Due diligence is complete. No additional information is available.